Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the article. There was no specific allegation against the 3dmax light mesh used, only that the devices were implanted as part of the hernia repairs. Seroma, hematoma, and recurrence of hernia are known complications and are included in the adverse reactions section of the instructions-for-use, supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2020) is provided as an estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article: "initial experience of robot-assisted transabdominal preperitoneal (tapp) inguinal hernia repair by a single surgeon in south korea". The article compares adverse event outcomes related to robotic vs non-robotic surgical approaches related to 100 patients who underwent inguinal hernia repair between november 2020 to june 2022. All hernia surgeries were performed by a single surgeon using the transabdominal preperitoneal (tapp) method which included the implant of a bard/bd 3dmax light mesh. Postoperative outcomes listed in the article were, hernia recurrence (1), seroma (2), hematoma (4), urinary retention (8). There was no specific allegation against the 3dmax light, only that the device was implanted as part of the hernia repairs. The article does not include any assessment of the direct or possible indirect ae outcome in regards to the 3dmax light device.